Event description:
On july 21, 1992 at 8:45 p.m. In a residents room on unit 3a: mechanical failure, while transferring resident from chair to bed the boom on the hoyer lift fell causing the resident and boom to fall on the staff member. The staff member fell back onto the bed. The resident and hoyer fell on top of the staff person hitting the staff person in the right shoulder and right side of neck with complaint of sore area on back part of shoulder upper outer right scapula region. The resident slid down the staff persons right leg to the floor. (No apparent injuries).. Wing nut on bolt was not in place causing boom to falldevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: design - human factors, mechanical problem, failure to service/maintain according to manufacturer recomm. Conclusion: no failure detected and product within specification, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.